Event description:
Intended use: the previ® color gram is an in vitro diagnostic medical device for professional use only. The previ® color gram has been designed to perform automated gram staining of pure strain isolate smears and human specimens with microorganisms for in vitro diagnostics with biomérieux previ® color gram reagents only issue description: a customer in canada notified biomérieux of a staining issue in association with previ color gram instrument v2 (ref. 414292u, serial number (B)(4)). Customer noticed having uneven results with blood culture slides. Among others, gram + cocci which become discolored, gram - bacilli which remain bluish, many gram variables. Customer had to repeat the coloring manually a few times and then make changes to the report. This causes delays in the treatment of patients. Lcs asked the customer the following question concerning details on delays in the treatment of patients: ¿have the results obtained by prévicolor affected patients (ex: a delay, a change or an inappropriate treatment? A delay in reporting results? If yes , please specify details). For details of delays in reporting, the customer answer was: ¿we don't have access to patient records, so it's hard for me to answer. What I do know, however, is that there have been altered reports due to gram staining in blood cultures. (Ex.: gram negative cocci changed to gram positive cocci)." An investigation has been initiated.

Manufacturer narrative:
Context: a customer in canada notified biomérieux of a staining issue in association with previ color gram instrument v2 (ref. (B)(4), serial number (B)(6)). The customer reported that he get some time uneven results with blood culture slides. Among others, gram (+) cocci which become discolored, gram (-) bacilli which remain bluish, many gram variables. Customer had to redo the staining manually a few times and then make changes to the report. This causes delays in the treatment of patients. Investigation: **************** ** batch history record and complaint trend analysis** there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. **investigation results** biomérieux fse go onsite and replaced valves on the instrument but the slide pattern tests are still not good. Customer has also performed multiple line flushes and cleanings. Based on the pictures provided, it has been observed that the line b is not conform, it is the most critical one (due to the reagent characteristics). The line with crystal violet is also non optimal and needs to be adjusted. Additional troubleshooting were made with the customer (verification of the pattern test, verification of the volume tests, advises provided to customer). In addition, fas went onsite to evaluate the instrument - everything seems fine as long as the customer is consistent with their slides conclusion: root cause is unknown.